Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-17834. Patient's primary care physician (in 2023): (B)(6). Plastic surgeon that the patient consulted with in 2023: (B)(6). Patient's explanting physician: dr. (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "symptoms of bia-alcl", pathological markers cd30+ & alk- have not been confirmed.

Event description:
Patient reported left side "textured breast implant recall". Patient later reported "I have symptoms of bia-alcl". Pathological markers confirming bia-alcl have not been received. Later healthcare professional reported "textured implant (recall)". Device was explanted.